Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had multiple non-sustained episodes detected in the vf zone that were due to non- sustained lead noise. The device was reprogrammed.